Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and additional surgery to repair and/or remove the mesh; however, no details have been provided. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by patient's attorney that on or about (B)(6) 2004, patient underwent surgery for repair of a ventral incisional hernia. As alleged, a bard/davol composix e/x, was implanted to repair the hernia defect. It is also alleged by the patient's attorney that on or about (B)(6) 2010, patient underwent an additional recurrent incisional hernia surgery to repair and/or remove the defected mesh. Patient was injured severely and permanently. As reported, patient has suffered and will continue to suffer physical pain and mental anguish. As alleged, patient has suffered and continues to suffer from chronic pain, as well as psychological stress and depression. As reported patient has undergone and will likely require in the further other forms of care and medical treatments due to the alleged defective composix e/x.